Event description:
End-user called for help using the device. Troubleshooting by phone revealed the standard strip to be out of calibration. The device was replaced and the defective one returned for investigation.